Event description:
It was reported that 6 years and 8 months following implant of a transcatheter aortic valve, hypoattenuated leaflet thickening (halt) was identified. Additional information was received that prior to the implant of the transcatheter valve, the patient had a pre-procedural mean gradient of 32 millimeters of mercury (mm hg), and a pre-implant balloon aortic valvuloplasty (bav) was not performed. Following the implant of the valve, the implant depth was approximately 3 millimeters (mm) below the non and left coronary sinuses, the post-implant mean gradient was 5 mm hg, and a post-implant bav was not performed. Approximately 1 year following the implant of the valve, an echocardiogram was performed that revealed trivial paravalvular leak (pvl). Approximately 6 years and 8 months following the implant of the valve, a computed tomography angiogram (cta) was performed that revealed pvl of unspecified severity inferior to the left coronary sinus, adjacent to severe focal annular/left ventricular outflow tract (lvot) calcium, measuring 2.7 cm in diameter, and mild hypo-attenuated leaflet thickening. Additional information was received that a valve-in-valve procedure usinga non-medtronic transcatheter valve was planned. Additional information was received that the severity of the pvl was mild. Approximately 6 years and 10 months following the implant of this transcatheter valve, a redo surgical aortic valve replacement (savr) was performed with a 25 mm non-medtronic surgical aortic valve and explant of the transcatheter aortic valve replacement (tavr).

Manufacturer narrative:
Updated data: b5. D6b. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a valve-in-valve procedure using a non-medtronic transcatheter valve was planned.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 years and 8 months following implant of a transcatheter aortic valve, hypoattenuated leaflet thickening (halt) was identified. Additional information was received that prior to the implant of the transcatheter valve, the patient had a pre-procedural mean gradient of 32 millimeters of mercury (mm hg), and a pre-implant balloon aortic valvuloplasty (bav) was not performed. Following the implant of the valve, the implant depth was approximately 3 millimeters (mm) below the non and left coronary sinuses, the post-implant mean gradient was 5 mm hg, and a post-implant bav was not performed. Approximately 1 year following the implant of the valve, an echocardiogram was performed that revealed trivial paravalvular leak (pvl). Approximately 6 years and 8 months following the implant of the valve, a computed tomography angiogram (cta) was performed that revealed pvl of unspecified severity inferior to the left coronary sinus, adjacent to severe focal annular/left ventricular outflow tract (lvot) calcium, measuring 2.7 cm in diameter, and mild hypo-attenuated leaflet thickening.